Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set would not allow for administration while in use with a non-baxter pump and non-baxter primary set. It was further reported that the non-baxter pump would alarm "bag was empty". This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.